Event description:
The suture was used during a exploratory laparotomy. Reportedly, a dehiscence occurred. The maxon suture was used in an interrupted suture pattern to close the fascia on a midline incision. The surgeon again using #2 prolene and staples to close the incision.